Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 173mg/dl while wearing the pod for an unknown amount of time. The patient was also experiencing dehydration and a flare up of crohn's disease. The patient was treated with ivf (intravenous fluid). The patient was released the same day. The pod was worn when seeking medical attention.